Manufacturer narrative:
At this time, product has not yet been returned. However, as per the sensor serial number provide by the customer, the DHR review identified that this product expired 30-sep-2019, and was expired at the time the customer was using it and suffered the medical event (which reportedly occurred on (B)(6) 2019). Since the product was beyond its useful life at the time of the complaint, no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer reported unspecified low values and experienced several days of vomiting, fatigue, dry mouth and cracked lips and lost 7 kilograms. Hcp contact was made and a blood glucose "37" obtained on the hcp meter and the customer was treated with an insulin drip for 3 days as well as antibiotics related to "another sickness" related to "weakness." The customer was diagnosed with dka. There was no report of death or permanent injury associated with this event.